Event description:
A hospital in (B)(6) reported to our distributor that water leaked from the base of an mr290v vented autofeed humidification chamber. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare (fph) in (B)(4) and was visually inspected. Results: visual inspection revealed a 1.5mm hole in the base of the chamber. A lot check revealed no other complaints of this nature for lot number 110428. Conclusion: the sustained hole to the base of the chamber indicates that it was punctured with a sharp object. All mr290 chambers are pressure tested prior to distribution. Any chamber which does not pass the pressure test is discarded. The subject mr290 chamber would have met the required specification at the time of production. This suggests that it was punctured post production. (B)(4).